Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the physician had notes stating that the right ventricular and right atrial lead both needed to be replaced. An interrogation was performed, and it was discovered that the right ventricular lead exhibited noise but the right arial lead was fine. An x-ray was performed, and it was noted that both leads were pulled back. The right ventricular lead was capped and replaced on (B)(6) 2021 however, the atrial lead was left in place since it was still sensing, and the threshold was fine. The patient was in stable condition.